Manufacturer narrative:
Per the user guide: the system is indicated for use withu-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer was using admelog insulin in the cartridge and suspected this to be cause of elevated bg. Tandem technical support (cts) informed customer that admelog was not labeled for use with the pump. Customer declined cts's offer to perform a pump system check and declined to provide further information.